Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to stress urinary incontinence. It was also reported that on (B)(6) 2011 mesh was implanted due to vaginal sling urethropexy using the mesh and cystoscopy. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ undefined recurrence; urinary/bowel problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.